Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a vats procedure the device fired an incomplete staple line. There was some bleeding, but the patient did not require blood products. The site used another device to complete the procedure.